Manufacturer narrative:
Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that during the implant procedure, telemetry was established with the subcutaneous implantable cardioverter defibrillator (s-ICD) prior to being implanted. Once the telemetry session ended and the device was implanted, they were unable to interrogate. Troubleshooting was performed with no success. Boston scientific engineering was contacted and recommended using a magnet to reset the device and listen for beep tones. Beep tones were heard upon magnet application; however, the physician elected to not reset the device and implant a new s-ICD. Following the case, engineering discussed trying to establish telemetry with the explanted device. If telemetry is unsuccessful, then perform the magnet rest and re-attempt telemetry before sending the device back for analysis. The field representative performed the instructions discussed, but was unable to perform the magnet rest and when listening for beep tones, the pattern was not as expected. Attempts to interrogate the device again were unsuccessful. Engineering was contacted again to assist the field representative further. Performing the magnet reset was attempted again, but unsuccessful. Engineering believes the device was trying to reboot but was not succeeding. Additional connection attempts were made with the programmer, but were unsuccessful. The device was returned for laboratory analysis.